Manufacturer narrative:
Continuation of d10: product type lead section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt had chronic spasticity and back spasms. The pt got a temporary stimulator surgically put in them either in 2019 or 2020 but the ins did not help because when they cranked it up all the way it burned (agent understood pt cranked up the settings). When agent asked if it was just a burning sensation or if it left a mark the pt said it burned when they turned it up and then about a year and a half later the pt went through skin problems. Pts doctor had the pt get surgery done and it took an hour; it then dawn on the pt that the doctor took a wad of scar tissue out of them and the scar tissue was from where they put the ins battery in them from 2019 or 2020. Pt had already been to the ER to get sewed up 3 times and the doctor wanted them to put another stimulator in the patient that was higher then where they got the ins before in 2019 or 2020. The caller was redirected to their healthcare provider to further address the issue. When agent asked for hcp info pt said they did not want anyone calling the hcp and did not want the hcp pissed off.